Event description:
A dialysis facility rpt'd that a pt complained of nausea and vomiting during the treatment. The dialyzer was noted to be grayish in color. Renalin was the dialyzer sterilant used. It was rpt'd to have been cleared from the dialyzer before treatment was initiated. There were no machine alarms or problems observed.

Event description:
A dialysis facility rpt'd that a pt complained of nausea and vomiting during the treatment. The dialyzer was noted to be grayish in color. Renalin was the dialyzer sterilant used. It was rpt'd to have been cleared from the dialyzer before treatment was initiated. There were no machine alarms or problems observed. The pt refused to be admitted to the hosp.

Event description:
A dialysis facility rpt'd that a pt complained of nausea and vomiting during the treatment. The dialyzer was noted to be grayish in color. Renalin was the dialyzer sterilant used. It was rpt'd to have been cleared from the dialyzer before treatment was initiated. There were no machine alarms or problems observed.

Event description:
A dialysis facility rpt'd that a pt complained of nausea and vomiting during the treatment. The dialyzer was noted to be grayish in color. Renalin was the dialyzer sterilant used. It was rpt'd to have been cleared from the dialyzer before treatment was initiated. There were no machine alarms or problems observed.